Manufacturer narrative:
This device was included in the recent mv sensor signal oversensing advisory population. The device and non-boston scientific leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker complained of insufficient rate adaptation during exercise. Device interrogation revealed atrial tachy response (atr) episodes with noise on the atrial lead. The signals were 50 hz. There was no oversensing or pacing inhibition on the ventricular lead. The noise was consistent with the minute ventilation (mv) signal oversensing discussed in a recent advisory. The field representative requested the physician program off the mv sensor to resolve the issue. The physician later confirmed the problem was resolved with the reprogramming. No adverse patient effects were reported.